Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred, causing the customer to experience a blood glucose level (bg) of over 600 mg/dl. Customer attempted to address their bg with a manual injection of insulin. Customer subsequently went to the emergency room the following day with a bg of 311 mg/dl and was administered intravenous fluids (exact fluids unknown but customer stated it was not insulin) and anti-nausea medication. Customer was released on (B)(6) 2021 in stable condition. Customer performed a supply change to address the issue.